Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the upper case was broken and dented, the lower case, side bail covers and ring cover were broken, the battery release was contaminated, one case screw was missing, the battery contacts were compressed, and the ring was bent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the external pacemaker stopped turning on without any warning. Review was performed by the biomedical clinic staff who changed the battery and reviewed the equipment without finding why the equipment was not operating normally. The external pacemaker was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.